Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture.

Event description:
Physician reported left side rupture, ¿discomfort¿ and ¿wondering about breast implant illness.¿ the device has been explanted.

Event description:
Physician reported left side rupture, ¿discomfort¿ and ¿wondering about breast implant illness.¿ the device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: extended opening and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified an extended striated opening on posterior side assessed as surgical damage and in the same opening observed smooth edge assessed as smooth opening. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage, a smooth opening.

Event description:
Physician additionally reported left side ¿discomfort¿ and ¿wondering about breast implant illness.¿ the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of an unknown side. The device remains implanted.